Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda), tissue damage and recurrent mitral regurgitation. It was reported that the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and restricted posterior leaflets. The patient was high risk, but had no other option. Two clips were implanted, reducing the mr to 2+. The next day, (B)(6) 2022, a control echocardiogram was performed, which found that the second clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr increased to 3-4. On (B)(6) 2022, a second procedure was performed to stabilize the slda and reduce mr. However, echocardiogram noted that the posterior leaflet was torn. The physician decided not to continue with the procedure. The procedure was ended with no clip implanted and mr remained at 3-4. The patient will continue medically managed with medication. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, a cause for the reported single leaflet device attachment (slda) and tissue damage could not be determined. Additionally, the reported mitral regurgitation (mr) was a cascading event of reported slda. The reported patient effects of tissue damage and mr) are listed in the instruction for use (IFU) as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention, required medication and hospitalization were result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.